Event description:
It was reported that the device was used during an unknown procedure. It was reported by the rep that the first firing worked fine. The device was reloaded and misfired (not all staples formed). The case was completed by suturing. There was no consequence to the pt.